Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation findings. The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action (B)(4) was implemented. We are unable to confirm or determine the root cause of the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the omnipod dash controller/personal diabetes manager (pdm) showed a blank white screen, emitted a loud high-pitched noise when left on, and the battery appeared swollen. Additionally, the pdm would not hold charge for more than one day. This reportedly led to the patient's blood glucose level rising to 15.8 mmol/l (284 mg/dl). As treatment, the patient administered insulin via an insulin pen. No medical assistance was required. A replacement pdm was issued to the patient.

Manufacturer narrative:
The device model number has been updated.